Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the customer was taken to the emergency room (ER) on (B)(6) 2016 for elevated blood glucose (bg) level of over 600 (mg/dl) and large ketones. The customer remained in the ER for one day and received fluids and multiple shots of insulin. The customer did not know the reason for the elevated bg level. The customer's bg level was 200 (mg/dl) and was in normal condition upon leaving the ER. Reportedly, the customer has been using manual injections as insulin therapy since leaving the ER and will continue to use manual injections until the replacement pump is received.